Event description:
Customer returned the device to covidien for a service repair. On (B)(6) 2014, covidien found during servicing that the device had intermittent missing segments of the display. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4). Covidien service center verified and isolated the failure to the display board. The customer declined repair of this device.